Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} corrected data: d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d1, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the mean diameter of the left iliofemoral artery at the smallest lumen was 5.8 millimeters (mm). The mean diameter of the right iliofemoral artery at the smallest lumen was 6.4 mm. Treatment was not required for the hematoma.

Event description:
Additional information received now indicated that the left bundle branch block (lbbb) was possibly related to the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the left access site was used for the pigtail catheter for invasive pressure monitoring only. The hematoma was visualized immediately post the implant procedure. The pre-procedure hemoglobin measured 10.8. The day following the procedure the hemoglobin measured 10.1. The hematoma was reported as related to the non-medtronic sheath, the introducer, and pigtail catheter and causal related to the procedure. The left bundle branch lock (lbbb) resolved the same date as the permanent pacemaker implant. The patient was discharged home the following day. At discharge the hemoglobin measured 9.9. The hematoma was reported as stable and resolved 13 days following the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: unknown dcs (unknown serial/lot); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that immediately following the implant of the transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Medication was provided. A permanent pacemaker was implanted. Additionally, a left femoral access site hematoma was observed. The cause was not provided. The lbbb event prolonged hospitalization and was reported causally related to the valve itself. Additional information indicated the permanent pacemaker was implanted 4 days following the valve implant procedure.